Event description:
Adhesive left a spot on my shoulder. It blistered and was a burnt area/it was a sore area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), from an unspecified date at an unspecified frequency for pain management. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the thermacare neck, shoulder and wrist, advanced joint pain therapy, as directed on shoulder. The wrap did not feel warm on her shoulder, but she would touch it to see if it was still there and it did feel warm. The upper left adhesive left a spot on her shoulder. It blistered and was a burnt area. It was a sore area and she had a blister band aid on it now. She just wanted to let pfizer know that while even following directions there was still a sore left on her shoulder. This was the first time she had used this brand of patch, her boyfriend bought it for her. She had purchased other brands in the past and two days prior to purchasing this product. She had not ever had this problem before. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] adhesive left a spot on my shoulder. It blistered and was a burnt area/it was a sore area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at an unspecified frequency for pain management. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the thermacare neck, shoulder & wrist, advanced joint pain therapy, as directed on shoulder. The wrap did not feel warm on her shoulder, but she would touch it to see if it was still there and it did feel warm. The upper left adhesive left a spot on her shoulder. It blistered and was a burnt area. It was a sore area and she had a blister band aid on it now. She just wanted to let pfizer know that while even following directions there was still a sore left on her shoulder. This was the first time she had used this brand of patch, her boyfriend bought it for her. She had purchased other brands in the past and two days prior to purchasing this product. She had not ever had this problem before. The action taken in response to the event was unknown. The outcome of the event was unknown. According to product quality complaint group, complaint sub-class: adverse event safety request for investigation. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: (B)(6)2016 through (B)(6)2019 manufacturing site: pfizer (site name)/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The citi customizable search returned a total of 139 complaints for nsw 8hr products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass shows an increase in (B)(6)2018 thru (B)(6)2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6)2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr products, refer to attached trend chart for nsw8 ae (B)(6)2016 to (B)(6)2019. There is no further action required. Based on this citi customizable search, the trending chart shows an increase in aes for (B)(6)2019 for the subclass of adverse events safety request for investigation for nsw 8hr products. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation. Conclusion: this investigation was conducted for an unknown lot number of nsw 8hr. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (29jul2019): new information received from a product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint sub-class: adverse event safety request for investigation. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: (B)(6)2016 through (B)(6)2019/manufacturing site: pfizer (site name)/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The citi customizable search returned a total of (B)(4)complaints for nsw 8hr products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass shows an increase in (B)(6)2018 thru (B)(6)2019. Is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6)2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr products, refer to attached trend chart for nsw8 ae (B)(6)2016 to (B)(6)2019. There is no further action required. Based on this citi customizable search, the trending chart shows an increase in aes for (B)(6)2019 for the subclass of adverse events safety request for investigation for nsw 8hr products. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classif

Manufacturer narrative:
Complaint sub-class: adverse event safety request for investigation. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: 23apr2016 through 23apr2019/manufacturing site: pfizer (site name)/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The citi customizable search returned a total of 139 complaints for nsw 8hr products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass shows an increase in oct2018 thru mar2019. Is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr products, refer to attached trend chart for nsw8 ae apr2016 to apr2019. There is no further action required. Based on this citi customizable search, the trending chart shows an increase in aes for apr2019 for the subclass of adverse events safety request for investigation for nsw 8hr products. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classif

Event description:
Event verbatim [preferred term] adhesive left a spot on my shoulder. It blistered and was a burnt area/it was a sore area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at an unspecified frequency for pain management. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used the thermacare neck, shoulder & wrist, advanced joint pain therapy, as directed on shoulder. The wrap did not feel warm on her shoulder, but she would touch it to see if it was still there and it did feel warm. The upper left adhesive left a spot on her shoulder. It blistered and was a burnt area. It was a sore area and she had a blister band aid on it now. She just wanted to let pfizer know that while even following directions there was still a sore left on her shoulder. This was the first time she had used this brand of patch, her boyfriend bought it for her. She had purchased other brands in the past and two days prior to purchasing this product. She had not ever had this problem before. The action taken in response to the event was unknown. The outcome of the event was unknown. According to product quality complaint group, complaint sub-class: adverse event safety request for investigation. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2016 through 23apr2019/manufacturing site: pfizer (site name)/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The citi customizable search returned a total of 139 complaints for nsw 8hr products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse event safety request for investigation complaint subclass shows an increase in oct2018 thru mar2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on (B)(6) 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr products, refer to attached trend chart for nsw8 ae (B)(6) 2019. There is no further action required. Based on this citi customizable search, the trending chart shows an increase in aes for (B)(6) 2019 for the subclass of adverse events safety request for investigation for nsw 8hr products. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation. Conclusion: this investigation was conducted for an unknown lot number of nsw 8hr. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Upon follow-up, product quality complaint reported that severity of harm was selected by the manufacturing site as s3 (injury, which could result in the need for medical treatment and hospitalization). Follow-up (29jul2019): new information received from a product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow up (29jul2019): new information from a product quality complaints group includes: severity rating (s3). Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.